Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continued to have battery issues after the battery cap was replaced. A new battery was also inserted. Customer's blood glucose was 143 mg/dl. Customer was advised the device needs to be replaced. Customer agreed to return the device for analysis.